Event description:
During a medial meniscal repair procedure utilizing a fast-fix 360 curved ndl delivery sys, it was reported that the second implant would not deploy, leaving the initial implant in the meniscus unsupported. The surgeon used another fast-fix device to complete the procedure. There were no reports of patient injuries or complications. There was no visible damage to the packaging.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved ndl delivery sys was returned for evaluation of the reported complaint mode "t2 won't deploy". The insertion device was received without the suture or implants. The inserter was severely bent, and no functional testing could be performed. The tip of the inserter is twisted, which may be the result of procedural factors. A review of the device history records was performed and confirmed there were no inconsistencies. There were no internal processing issues which could have contributed to the nature of the complaint. No further investigation is warranted at this time. The information for use (IFU) states: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. (B)(4).